Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected from the infusion set. The customer connected the luer lock connection and resumed insulin delivery. There was no impact to the customer's blood glucose level.